Manufacturer narrative:
Additional patient sample became available for further investigation. Further investigation identified the presence of a factor interfering with the monoclonal antibodies in this assay. The analyte in the complaint sample most likely contains the r72h mutation and is therefore false negative in the probnp ii assay. This type of mutation is extremely rare and so far only found in complaint samples from (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported erroneous n-terminal pro b-type natriuretic peptide, stat (short turn around time) - probnp ii stat results for 1 patient. The initial sample was tested for probnp ii stat and the results were 5.69 pg/ml, 5.54 pg/ml and <5 pg/ml. The value reported to the physician was <5 pg/ml. The physician did not agree with this result as the patient had been diagnosed with congestive heart failure. The physician questioned the result immediately and treated the patient. The sample was automatically diluted x 10 with a result of 76 pg/ml. The sample was automatically diluted x 100 with a result of 800 pg/ml. The sample was automatically diluted x 400 with a result of 4268 pg/ml. The sample was manually diluted by the operator x 1000 with a result of 10530 pg/ml. The sample was manually diluted by the operator x 10000 with a result of 105600 pg/ml. The same day a second sample was tested for probnp ii stat and the result was <5 pg/ml. No adverse event occurred. The cobas e602 analyzer serial number was (B)(4). The customer sent the sample in for investigation. The preliminary investigation confirmed the customer's results of <5 pg/ml.

Manufacturer narrative:
A specific root cause could not be identified as insufficient patient sample was received for investigation. Based on reagent exchange experiments a possible root cause might be a mutation in the patient which prevents correct detection of nt-pro bnp ii in the sample.